Event description:
The customer reported receiving a low reading with the adc device in comparison to a laboratory blood glucose result. The customer reported receiving a reading of 4.6 mmol/l with the sensor and a result of 35.4 mmol/l from laboratory glucose test, within 10 minutes of each other. The results when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.